Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-16433. It was reported that patient¿s lead at s1 vertebral level on the left side was fractured. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. This addressed the issue. It is unknown which lead had fractured and was explanted, therefore both leads are being reported.